Manufacturer narrative:
Additional/updated information was added to reflect the junction box being returned to the manufacturer for evaluation, and subsequent testing verified the complaint. Per the expanded evaluation report, no smoke or sparks were observed coming from the control box during testing. However, it was evident that the control box had failed due to the damaged c3 capacitor. All of the bed functions had no output when the corresponding hand pendant buttons were pushed. The underlying cause could not be determined.

Event description:
End user saw sparking coming from the junction box.

Manufacturer narrative:
A return was issued. The product has been received and is being held for detailed evaluation. A follow up will be filed if/when any additional information is provided.

Event description:
End user saw sparking coming from the junction box.